Event description:
The customer contact reported the pt received more medication than intended. The device was programmed in 2005 at 2130 to deliver pethadine 5 mg/ml in the continuous mode, 25 mg/hr, no 4hr limit was specified. The pethadine was delivered via an epidural site. The customer contact reported that at an unspecified time next day it was noted that the pt was "very" drowsy with a respiratory rate of 4. The infusion was stopped at 1015 same day. Reportedly, the syringe emptied in 3 hours instead of the expected 6 hours. Narcan 100 mcg IV was given at an unspecified time. The pt reportedly responded within 30 minutes. The pt was "reviewed" for an unspecified length of time. There were no reported adverse pt sequelae. The device was removed from clinical service. Therapy was resumed using a replacement device. The customer contact reported that the "number on the screen of the pump were accurate but that the syringe emptied in half the time"